Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned unit revealed proximal stent damage. Th proximal side of the stent was damaged on the first row with struts misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. Three non-bsc stents had previously been implanted in the proximal to distal right coronary artery. The lesion was a 90% in-stent restenosis of a non-bsc stent. The lesion was predilated and the physician attempted to advance a 2.5x24mm taxus liberte' stent but was unable to cross the lesion. The procedure was completed with another taxus liberte' stent. No pt injuries or complications were reported. Returned product analysis found that there was stent damage.